Manufacturer narrative:
H4 - device MFR date is unknown. No information is available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient powered the pump back on, but it alarmed remove and reattach cassette. The battery door was opened and closed with a 10-second pause in between. The pump was powered back on; however, the remove and reattach cassette alarm persisted. The event occurred while the device was in use with a patient and there was no patient harm reported.

Manufacturer narrative:
H6. Codes: updated. Device evaluation: the customer reported the pump alarmed remove and reattach cassette. Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.